Event description:
It was reported that, during a spinal cord stimulation (scs) trial with a cervical lead placement at c3, the patient reported interference with their pacemaker when using a high density program on her external stimulator. Parameters were 2+ 3- 4+, pulse width of 1000 microseconds, rate of 190 hertz, and an amplitude of 0.2 volts. She felt fluttering in her chest as she would when she would have interference. It was noted that she was paced 60% of the time and did not have an internal cardiac defibrillator (ICD). The interference resolved when switching to a non-high density program with a rate of 80 hertz. The patient did have effective pain relief with both programs and did not suffer any injury or adverse effect beyond the temporary interference. No interference had been noted when stimulation was tested with 2- 3- 4+, pulse width of 450 microseconds, and a rate of 60 hertz. The patient was noted to have a hi story of bradycardia. The patient was noted to be alive with no injury. Additional information received did mention the patient was receiving good stimulation and coverage. The patient had completed the trial and was just implanted and programmed without high density programming. Follow-up determined that the scs system was not affected by the pacemaker, nor was there any external emi. The only issue was the pacemaker was affected by the high density stimulation setting. This was resolved by changing to another program. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.